Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient noted sudden audible rattling sound from the device while sitting on the couch. The sound lasted for few seconds. During follow-up, no anomaly was found upon device interrogation. Session records were sent to technical support for further evaluation.